Manufacturer narrative:
Updated fields: b4, g2, g3, g6, g7, h2, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) who evaluated the unit, reported that repair service was completed by the customer, the iabp was cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and found the power supply to be defective. An estimate was submitted to the customer for the repair of the unit. A supplemental report will be submitted if additional information is received.

Event description:
It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) was not powering on, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information requested. H3 other text : not returned to the manufacturer

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was not powering on, there was no patient involvement, and no adverse event reported.-